Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch connection light didn't turn on and it didn't deliver rays. The fse checked the system and found that the foot switch failed to turn on, both battery and wi-fi indicator were also off. The failure analysis of the wireless footswitch confirmed multiple causes of the failure like heavily damaged paint, loose brackets, faulty anti slip rubbers and battery defect. The failure analysis of the base station showed inconclusive evidence of the reported failure. However, the fse replaced the wireless footswitch and the base station which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch connection light did not turn on and that an x-ray was not possible with it. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.